Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer received a replacement device and the customer's device was returned for further evaluation at the product analysis center (pac). During evaluation, the pac technician also observed the device was not able to deliver defibrillation energy. It was observed that the red energy capacitor wire was disconnected from the j17 spade connector. The capacitor wire was reconnected to resolve the issues. The root cause of the issues was the disconnected connector.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was not able to provide defibrillation energy.there was no patient involvement reported with the event.